Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site and went to the emergency room (ER) at (B)(6) hospital on (B)(6) 2024. The pod was worn longer than 72 hours on the arm and was removed and discarded prior to going to the ER. While at the hospital, the infected site was drained, and the patient was prescribed flucloxacillin antibiotic for the infection. The patient was discharged the same day.